Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing there was a ripped and bubbled dso seal. The air sensor is also unattached and falling off. There was no patient involvement and harm. This malfunction would likely to cause interruption of therapy.